Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of issues with their insulin pump. Customer states he they are receiving a button error alarm. Customer also states issues with threshold suspend going off, but declined to speak to rep about it. The customer's blood glucose level at the time of incident was unknown. Customer states he tried to trouble shoot, but problem continues and now the keys won't respond. The device is being returned for analysis and a replacement is being sent out.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.